Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454510/11524414. (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and bleeding (procedural and post-treatment).

Event description:
On (B)(6) 2015, patient was implanted with four conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. Reportedly the patient had small access vessels (approximately 7mm) and dryseal 24fr sheath was being used for the procedure. The patient was not intubated but was under local anesthesia. It was reported that after implanting a tgu454510/14209638 and a tgu454510/11524414 a final angiography was done and the aneurysm was excluded. The procedure was done per instructions for use with no event. When the physician pulled the first sheath the patient's blood pressure dropped. They ran another angiography and it revealed the patient's chest was full of blood and it appeared the thoracic aorta had ruptured. It is not sure when this occurred or what event caused the rupture. The patient was given five units of blood and a chest tube was utilized to drain the blood. Two additional tgu devices were implanted distal to the already implanted devices. The patient was stabilized and awoke from anesthesia and tolerated the procedure.